Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed to stay close. A field service engineer (fse) identified that the latch sensor was failed, and the latch assembly appeared with no physical damage. Fse then replaced the latch sensor to resolve the issue. Customer also stated that the printer was not printing. Fse identified that 1000 print jobs were in queue, cleared the queue and configured the medication logistics management settings to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed would not stay closed the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.